Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address disassociation. It was also noted the liner had a broken rim.

Manufacturer narrative:
Patient was revised to address disassociation. It was also noted the liner had a broken rim. Examination of the returned liner lot 290444 finds a material fracture has occurred near the rim of the liner and approximately one third of the circumference. Because of the damage to the liner from the fracture and disassociation it is not possible to conclusively determine if the liner and cup locking mechanisms was properly and fully engaged. The polyethylene material is well burnished in the area of fracture and immediately below. This would be from articulation of the femoral head against the liner while implanted. The area of wear is much closer the rim and fracture area. Opposite this area and continuing down nearly fully into the center of the inner radius, even after approximately two years implanted, machining lines are still visible confirming that the liner was not centrally loaded by the femoral head and patient body weight. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. The returned screws have visible wear/ damage to the heads of the devices, suggesting they were able to contact metal and were seated proud within the acetabular cup. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Patient was revised to address disassociation. It was also noted the liner had a broken rim. Examination of the returned liner lot 290444 finds a material fracture has occurred near the rim of the liner and approximately one third of the circumference. Because of the damage to the liner from the fracture and disassociation it is not possible to conclusively determine if the liner and cup locking mechanisms was properly and fully engaged. The polyethylene material is well burnished in the area of fracture and immediately below. This would be from articulation of the femoral head against the liner while implanted. The area of wear is much closer the rim and fracture area. Opposite this area and continuing down nearly fully into the center of the inner radius, even after approximately two years implanted, machining lines are still visible confirming that the liner was not centrally loaded by the femoral head and patient body weight. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. The returned screws have visible wear/ damage to the heads of the devices, suggesting they were able to contact metal and were seated proud within the acetabular cup. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.